Manufacturer narrative:
B5: the device contained 60ml normal saline. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph shows a device contained inside a bag wrapped with rubber bands. The package label and a paper have blocked the view of the device and therefore no evidence of a leak was shown from the photograph. The reported condition could not be confirmed or refuted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the rotating cap. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.